Manufacturer narrative:
The complaint is confirmed for one (1) of one (1) returned clsr top drvr short path nxt (pn: 3566-2) for the failure of fractured/deformed driver tip. The severity of this event is 1 (rmf-sp0028-0059). Visual inspection revealed that the spring has fractured off the tip of the device. Additionally, damage on the hex and slight material displacement on hex edges were noticed. Medical records were not provided for review. Since the device was discovered during inspection, the exact root cause can not be established. Per DHR review, the part was likely conforming when it left zimmer biomet control. No actions required. This event is not related to any previous actions or recalls or product holds. There were 0 (zero) other complaints for similar events (closure top or final driver tip strips / breaks) related to the same part number or any associated lot numbers in the 12 months leading up to the notification date through to the present. This device is used for treatment. Reported event is not related to a combination of products; therefore a compatibility review is not applicable. No actions are required.

Event description:
It was reported that the pathfinder closure top driver was not retaining the set screws, this was discovered during a set inspection therefore no surgical or patient information was provided. However, during part evaluation by a zimmer biomet employee the tip of the driver was found to be fractured.